Event description:
This is filed for thrombus requiring intervention. It was reported that the mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. The transseptal puncture was performed, a heparin dose of 100u/kg was administered. A guidewire was placed across the transseptal puncture. The steerable guide catheter (sgc) was prepared without issue. As the sgc was brought up the into the inferior vena cava (ivc) on the guidewire, thrombus was observed on the guidewire on the right- atrial side near the septum. The sgc was removed. The thrombus was manually aspirated with a 12f trevisio guide. The trevisio was removed after the thrombus was removed. The activated clotting time (act) was approximately 300 seconds. The sgc was re-flushed and de-aired and the mitraclip was implanted successfully. One clip total was implanted reducing the mr to 2. Act was maintained above 250 seconds throughout the entire procedure and no other thrombus was observed. The sgc did not cause or contribute to the thrombus. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis/thrombus is listed in the mitraclip system instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. Based on available information, a cause of the reported thrombus could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.